Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired from the remote service engineer, the issue was not a system failure, but an operational error. A philips remote service engineer (fse) confirmed that the customer had a misunderstanding of the new azurion system and the difference when the power on switch was pressed. Review of the system log files showed no errors and only that the system was powered on at 22:16 and turned off at 22:18 before the system was completely started. There was no fault found and the system is in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion equipment must institute a routine user checks program. The responsible organization of the azurion equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.